Manufacturer narrative:
Insulin pump was received with broken belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked reservoir tube, cracked case at display window corner, and minor scratched lcd window.

Event description:
The customer's mother reported via phone call that the insulin pump's battery compartment was chipped. Customer's blood glucose level was over 500 mg/dl. His blood glucose level went down after three hours of having 40 units of insulin. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.